Event description:
It was reported to boston scientific corporation on january 25, 2010 that an achalasia dilatation balloon. Was used during an esophageal dilatation procedure on (B)(6), 2009. According to the complainant, after successful dilatation with the balloon, the balloon was caught in the esophagus when attempting removal. Additional information received revealed the balloon was stuck mid esophagus. The complainant reported negative suction was applied and when an endoscope was passed through the esophagus it was noted there was nothing caught on the balloon. The balloon was able to be removed alongside the scope by using side to side motions. The complainant confirmed there was no visible damage to the device. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition following the event was reported to be "stable".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on january 25, 2010 that an achalasia dilatation balloon. Was used during an esophageal dilatation procedure on (B)(6), 2009. According to the complainant, after successful dilatation with the balloon, the balloon was caught in the esophagus when attempting removal. Additional information received revealed the balloon was stuck mid esophagus. The complainant reported negative suction was applied and when an endoscope was passed through the esophagus it was noted there was nothing caught on the balloon. The balloon was able to be removed alongside the scope by using side to side motions. The complainant confirmed there was no visible damage to the device. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition following the event was reported to be "stable".

Manufacturer narrative:
Resterilized: no. Usage of device: initial. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of the complaint history for lot number 0000051601 was performed and concluded there were no other complaints reported for this lot. A similar complaints review was performed and found no adverse trends. As the suspect device was not returned for investigation the most probable root cause was unable to be determined. (B)(4).